Event description:
It was reported that a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. After retrograde flush was performed, the watchman® access system was prepared by closing the valve and flushing. During the procedure, the hemostasis valve of the watchman® access system was very difficult to close completely. Blood continued to drip from the valve when the valve was tightened with either the wire or pigtail catheter in place. The amount of blood loss was not considered significant and no action was required to be taken. The procedure was completed with this device as the physician placed his thumb over the valve. There were no patient complications reported and the patient is in stable condition.

Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).